Event description:
It was reported that the patient underwent an initial total knee arthroplasty on an unknown side. Subsequently, the patient reported that they were experiencing pain. As a result, the patient is scheduled to undergo a knee revision on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
The reason for the clinical symptom of pain cannot be conclusively determined, and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.